Event description:
On (B)(6) 2018, the reporter (pharmacist) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra mini meter read inaccurately high compared to another meter (unknown). The complaint was classified based on the customer service representative (csr) documentation. A csr attempt at follow up with the patient or the reporter was unsuccessful. The reported stated that she was unable to confirm when the alleged issue began (within the last 48 hours she thought), reporting that the patient had obtained alleged inaccurate high blood glucose readings, compared to another meter, but was unable to confirm any readings, only that there was ¿100 mg/dl¿ difference. The reporter could not confirm how the patient manages her diabetes but did state that the patient was pregnant. The reporter stated that the patient had required hospitalization and treatment by a health care professional. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and the test strips had not been opened longer than the discharge date and had not passed their expiry date. The csr noted the patient did not have test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required hospitalization and treatment by a health care professional whilst using the product. There is insufficient information to rule out the contribution of the subject meter to the event.